Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump inappropriately suspended. Her sensor glucose was 70 mg/dl and her blood glucose was 203 mg/dl. During the phone call her sensor glucose was 78 mg/dl and her blood glucose was 135 mg/dl. Troubleshooting was initiated for the sensor inaccuracy. The customer was advised on proper insertion technique and calibration protocol. The customer did not recall any bent cannulas with previous sensors as well. No products were returned and a replacement sensor was shipped to the customer.